Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #5 scorpio baseplate. Additional information has been requested and if received will be provided in a supplemental report.the other devices listed in this report are a 16x80mm stem, scorpio ts femur, 14x8 stem, mg insert. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. (B)(4).

Event description:
It was reported that there was a revision of the left total knee revision. The patient was revised because of a painful stiff knee.

Event description:
It was reported that there was a revision of the left total knee revision. The patient was revised because of a painful stiff knee.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.